Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information has been provided regarding the procedure or instruments used to determine the root cause for this failure. It is a possibility the instruments used were sharp causing the suture to break. A batch record review has been conducted and the results indicate that this batch of product was processed with one unrelated incident with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.associated medwatch#: 1221934-2016-10162udi:(01)10886705024025(10)3796156(17)jul 31, 2017

Event description:
The sales rep reported that during a shoulder labral repair procedure when tying the knot on two of their gryphon br with proknot the suture broke on both devices at the proximal to the knot. The sales rep stated that both devices are from the same lot number. The sales rep stated that the surgeon left both devices in and the suture were discarded. The sales rep stated that the surgeon had to make new bone holes for each device. The sales rep reported that the surgeon completed the procedure with a third device by creating a third bone hole. The sales rep reported that there were no patient consequences but there was a 35 minute delay in the case. The sales rep stated that the device that was used to complete the procedure was from a different lot number. No devices will be returning.